Manufacturer narrative:
System restarted; returned to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an fd controller interface error caused communication failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.